Event description:
The (B)(6) male patient was part of the (B)(4) study. The patient received a precise stent in the proximal left internal carotid artery. A few hours after the procedure, the patient had aphasia and dysarthria which was diagnosed as a tia. No additional treatment was given and the symptoms fully resolved within 24 hours without any residuals. Addendum (10/31/2011): the adjudication minutes received 10/18/2011 disagree with the previous diagnosis that the neurological events experienced by the patient during the index procedure which were determined to be a tia were in fact adjudicated to be a cerebrovascular accident. As such, tia will be removed from the file and cva will be added as a reportable complaint as the symptoms took 2-3 days before fully resolving. Information from the adjudication also notes that the patient experienced vessel spasm during the procedure at the site of the embolic protection device which was noted to be full of debris with reduced blood flow requiring aspiration. As such, vessel spasm and hypoperfusion will be added to the file as reportable events.

Manufacturer narrative:
The cc has been updated to note that the adjudication minutes received 10/18/2011 disagree with the previous diagnosis that the neurological events experienced by the patient during the index procedure which were determined to be a tia were in fact adjudicated to be a cerebrovascular accident as the symptoms took 2-3 days before fully resolving. Information from the adjudication also notes that the patient experienced vessel spasm during the procedure at the site of the embolic protection device which was noted to be full of debris with reduced blood flow requiring aspiration. As such, vessel spasm and hypoperfusion will be added to the file as reportable events. The patient was part of the (B)(4) study and received a precise stent in the proximal left internal carotid artery. A few hours after the procedure, the patient experienced aphasia and dysarthria, this was diagnosed as a tia. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 14140215 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. (B)(4). No other issues were noted that were considered potentially related to the reported complaint. No nonconformance records were issued for this lot. No excursions were found for lot 14140215. The product was not returned for analysis. Based on the lack of information and the inability to assign or determine a root cause, no corrective actions will be taken at this time. Stroke is a well-known documented potential complication of this type of procedure and is listed in the IFU as such. Since the product or films of the procedure will not be returned, there is not enough information to draw a clinical conclusion between the device and the event. However, factors that may have influenced the event include the patients significant medical history, procedural, pharmacological and lesion.